Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv1341 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that during placement the healthcare professional (hcp) threaded the PICC through the introducer, but was unable to get the PICC to drop into the svc. The hcp attempted to remove the wire partially and was unsuccessful. The hcp then attempted to remove the guidewire and the PICC. While attempting to remove the guidewire and the PICC, the rubber band used to secure the wire at the tip of the PICC came off. The PICC was removed. While out of the patient the hcp continued to meet resistance when attempting to remove the guidewire from the PICC, but was successful. The PICC was re-inserted into the patient and the hcp was able to draw blood and flush the catheter. It was stated that the tip location was confirmed. Resistance was met when the guidewire was removed, it was noted that the guidewire was bent in two locations. It was reported there was no harm to the patient.